Manufacturer narrative:
H11: additional manufacturer narrative correction. A device history record (DHR) review identified no relevant nonconformances. Initially, it was reported that his valve implanted in the aortic position was explanted after an implant duration of forty (40 days) for infection reason. However, through investigation it was learned that this valve was already implanted to treat and endocarditis, without evidence of a new microorganism. Early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patient's own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors including previous history of endocarditis (etiology of why this valve was implanted). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that a valve model 3300tfx25 was explanted after an implant duration of 40 days. Implant data card indicated that the device was "infected". A bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
H11. Additional manufacturer narrative: product was not returned as it was contaminated or suspected of contamination with a category a infectious substance. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.